Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 54 mg/dl. The customer stated that she had issues with the insulin pump. She stated that she was trying to change the infusion set and reservoir, but the insulin pump went blank in the middle of the process. She stated that she had treated her low blood glucose levels with food, declining troubleshooting for low blood glucose. During the troubleshoot for the no delivery alarm, the customer was unable to get insulin out of the tubing. She had trouble understanding what the plunger was and may have needed further training. She declined to finish troubleshooting. Nothing further reported.